Manufacturer narrative:
Unit received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump received critical pump error in the morning and at that time customer's blood glucose level was 133 mg/dl. . The customer's blood glucose level was in 400's mg/dl and customer took bolus. The customer's blood glucose level at the time of incident was unknown. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.